Manufacturer narrative:
"Function was confirmed." During service, the device failed the directional control tests and it was noted "paper stuck under directional control." If add'l info becomes available a supplemental report will be submitted.

Event description:
Report received from the USA stating that service was required for the device. During service paper was observed to be stuck under the directional switch and the switch was not functioning. It is unk if the device was being used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.